Event description:
It was reported that the programmer stylus would not calibrate. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the stylus was unable to calibrate. The stylus passed bench test with a known good programmer with no anomalies found. The stylus shall be returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.